Manufacturer narrative:
The field service engineer reported the customer declined service.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The manufacturer's field service engineer reported that while servicing the ventilator onsite, the display was white. There was no patient involvement.